Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tube of the stent had creases and the customer changed a new one.

Event description:
It was reported that the tube of the stent had creases and the customer changed a new one.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "inappropriate package design". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned